Manufacturer narrative:
Results of investigation: analysis on the log file shows that the issue was due to a software bug in the improved internal o2 sensor communication handling found in v6.0.1600.0. This issue was resolved with v6.0.1700.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The log file shows that there was an issue with the internal o2 sensor communication. It was advised to update the software version (B)(4) to fix the issue. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator was getting an error message (bellavista detected a user interface issue) during use on a patient. The unit kept on ventilating with no patient harm or injury to the patient.